Manufacturer narrative:
A ge service representative performed an onsite investigation, did some tests, took some measurements and is awaiting an estimate. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the system would not produce fluoroscopic x-rays and the screen was black. No patient injury was reported.